Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. In addition it was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached 1,000 mg/dl while wearing the pod between 4 and 24 hours. The patient reports being unsure if the cannula was properly inserted into the infusion site. Symptoms reported include hyperglycemia and nausea. In addition the patient reports having a stomach flu. The patient had been wearing 2 pods when they had arrived at the hospital. The patient was transferred from the hospital emergency room to the intensive care unit (ICU). Once in the ICU the patient was treated with intravenous fluids as well as an insulin drip. The patient was released from the hospital after 3 days.